Manufacturer narrative:
The product has been requested for evaluation however not received. Further investigation is underway.

Event description:
During a thermage treatment the tip was sparking. The clinic replaced the tip and completed the treatment. No patient injury was reported.

Manufacturer narrative:
During evaluation of the treatment tip, field service confirmed damage of along the rf trace of the tip. Damaged dielectric membrane was seen on the tip. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. The data card was not evaluated so it is unclear if any errors occurred that alerted operator. A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). No corrective action is necessary at this time. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode.